Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using trusteel infusion sets for up to 3 days. During system check with tandem technical support, the root cause could not be determined because the customer declined to remove the infusion set cannula from the infusion site. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.